Event description:
A hospital reported to our distributor that 8 rt105 adult breathing circuits did not pass leak tests when connected to a ventilator. They reported it seemed the leakage occurred around the water trap on the expiratory side. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The other lot number involved is: 071001. MFR date: 10/2007. The devices are en route to the MFR for investigation. A lot check revealed 2 other similar complaints for this lot number. It is possible the water trap was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. This suggests the malfunction developed after this time. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00526%.